Manufacturer narrative:
The investigation was started but not yet concluded. A follow up report will be sent as soon as possible.

Event description:
It was reported that the ventilator rebooted while in use and was swapped out. There was no patient injury reported.

Manufacturer narrative:
Error logs and the affected components were requested, but not received for the investigation. The error codes cited in the initial information however indicate a deviation of the memory located on the pcb pneumatic-controller. As a safety feature the ventilator software analyzes and verifies proper function of the device. It is likely that the ventilator software detected a microprocessing deviation and initiated a warmstart (duration approximately 8 seconds) as the specified measure to clear the deviation. During this time, an emergency-breathing valve would open allowing for spontaneous breathing. The user would be alerted to this condition by an audible alarm and a visual message would be posted in the display. It is recommended to replace the pcb pneumatic-controller as precaution.

Event description:
Please see initial-report.